Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32821. It was reported during a procedure the physician inadvertently removed the s1 and l5 leads. The s1 lead was replaced however while replacing the l5 lead the patient had a asymptomatic csf leak and the lead was not placed. Therapy was restored.